Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to an ilet system experienced a pairing failure; the sensor was at the end of its wear period and was replaced, and the event aligned with intermittent communication failure associated with the electrical/magnetic subsystem, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure localized to an electrical/magnetic component, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.